Manufacturer narrative:
A ge service rep performed an on site investigation. The (B)(4) computer was replaced during the service call. The system was tested and found to be working as intended an put back into service.

Event description:
The customer reported that the entrak 2500 system would not boot up. No pt injury was reported.